Manufacturer narrative:
Received one device. Visual inspection found cracked downstream occlusion sensor (dso) seal and contaminated dso sensor. Replaced dso sensor, dso bezel, and dso seal. Performed dso/uso calibration. Performed pvt, unit passed all testing criteria. Software updated to 1.6. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the unit had keypad lifting up off unit. There was no patient involvement. Further investigation found that there was a cracked downstream occlusion (dso) seal.